Manufacturer narrative:
The device was available for evaluation. After conducting an engineering evaluation, the following items were noted: deformation was present on the chamfers of the left pusher skive (posterior channel). No issues found with the operation of the tissue mold. No sharp edges were found on the device. No manufacturing defects were found. A review of the product DHR indicates all components used in this product lot are within specification and the device passed normal manufacturing final acceptance testing. The posterior channel failure did not cause a patient injury. Based on the location of the laceration, the inside bend of the chassis/tissue mold would be in contact with the tissue and not the overlapping device links. It is unlikely tissue caught between the device tissue mold/chassis links caused this injury. No definitive root cause has been identified for the laceration.

Event description:
After device insertion, the customer reported the posterior channel of the device became jammed when attempting to load fasteners. The customer decided to remove the device, and felt they were unable to fully open the tissue mold. While attempting to completely open the tissue mold, the device was re-positioned via rotation, retraction and insertion within the stomach with no avail. The customer re-oriented the device for device removal and the tissue mold remained unable to fully open. The endoscope was then advanced to the tip of the tissue mold and the tissue mold reportedly straightened out and the device was removed. During the post device removal egd, a 4cm esophageal laceration located longitudinal to the length of the esophagus on the anterior side of the esophagus just proximal to the gej was noted. The physician suspects tissue was "caught" between the tissue mold chassis links upon opening the tissue mold. The customer placed two endoclips to treat the laceration, the patient was admitted to the hospital and was subsequently discharged soon after (the exact date was not reported).